Event description:
It was reported on 02/24/2023 by an arthrex employee via sems that an ar-6410 reflux became uncontrollable. Used a new product and the case was completed. Case involvement, no patient effect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-6410 serial/batch number (B)(6) was received for investigation. Functional testing with the ar-6480 dual wave pump found that the device fails when attempting to run; the pressure rises and then falls. Additional tubing tests noted that the neoprene sleeve expanded. Visual evaluation did not find holes or other issues with the device. The most likely cause is a wrong connection by the end user. I.e., the green and clear connectors are reversed on the pump.